Event description:
The customer reported faulty safety device (multiple needle sticks). Additional information received on 06nov2023 stated that they cannot say an exact number but the product was cheaply made so when you went to close the safety clip it either bent the needle or the clip did not click into place leaving the needle exposed. They had two needle sticks. Blood work was done on the patient and employee involved per their protocol.